Event description:
During a call to animas for an unrelated issue, the patient reported having a blood glucose of 538 mg/dl with lightheadedness and frequent urination. The patient reported contacting his health care provider and was treating the elevated blood glucose per instructions with injections every hour until the blood glucose resolved. Customer support requested the patient to check the blood glucose during the call and the blood glucose level had decreased to 306 mg/dl; the patient expressed no concerns at that time. Customer support began to review the pump with the patient and the patient confirmed that the pump settings were correct. During a review of the pump alarm history the patient started complaining of a severe headache and dropped the phone and collapsed. Emergency services were contacted and the patient was transported to the emergency room. At the current time, the cause of the patient's headache and collapsing are unknown. Multiple attempts were made to follow up with the patient without success. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. There was no data in black box or download histories from time of reported hospitalization due to continued use. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.